Event description:
It was reported that a patient reported in clinic not feeling very well. Device interrogation revealed that the pacemaker was in backup vvi and the battery was very low. The device was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. However, the reported field event of backup vvi (bvvi) was confirmed in the laboratory e was triggered by a voltage fluctuation due to an unknown cause.